Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and found no non-comformances. When the device was returned to mmdg for investigation, the bt2 battery had failed, causing the auxiliary alarm failure. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that pump auxiliary alarm did not operate as expected. They stated it failed to alarm. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. [Complaint: (B)(4)].